Manufacturer narrative:
The alleged complaint was not reported to gehc at the time of occurrence. The hospital cycled power and returned the unit to service. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the end of a case, the unit had a system failure. There was no reported patient injury.